Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) serial# implanted: (B)(6) 2025: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 17-jan-2027, UDI#: (B)(4) b3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient reported that their ins was not working for the past couple of months and they could not get the communicator to sync with the ins. The patient's doctor evidently connected to the ins because the patient said the doctor "turned it up to the highest setting" but the ins still wasn't working. The doctor told the patient they would need to "learn how to do this" and would get back to the patient to "get it turned on," but the patient hadn't heard back from their doctor yet. The patient mentioned that they were scheduled to get an MRI on monday and the MRI facility advised the patient to call the manufacturer to find out if they could get an MRI. The agent reviewed information about MRI compatibility and MRI mode. The agent offered to walk the patient through activating MRI mode, but the patient's external devices were not charged at the time of the call. The patient said they would charge the external devices and call back later today to get educated on connecting to the ins and activating MRI mode. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of device not working and inability to connect to ins was due to complete lead migration out of the foreman due to fall. Scheduled for interstim, now want altaviva. The issue was not yet resolved.